Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 142495: 30 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any similar reported event.

Event description:
The poly was changed out following a repeat washout due to an infection. The pathogen is unknown.